Event description:
It was reported that the transmission report observed the right ventricular (rv) lead alerted for high rv coil impedance. High threshold was also measured. Follow-up information from the clinic disclosed that the lead is being closely monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv defib impedance steady ~75 ohms through (B)(4) 2014, rises out of range (105 ohms) starting (B)(4) 2014. Rv capture management recorded thresholds >2.5v since (B)(4) 2014. (B)(4).